Event description:
It was reported that insyte autoguard winged yel 24ga x .75in leaked on 5 occasions. The following information was provided by the initial reporter: it was reported leak. Has had issues with 5 out of 18 of the 24ga insyte catheters. There appears to be excess plastic flash on the hub which prevents proper attachment of the extension leading to leaks.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0238541. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in leaked on 5 occasions. The following information was provided by the initial reporter: it was reported leak. Has had issues with 5 out of 18 of the 24ga insyte catheters. There appears to be excess plastic flash on the hub which prevents proper attachment of the extension leading to leaks.